Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint states: ¿surgeon informed us that the cement didn't become solid. It remained fluid. The surgeon used another same like product to complete the procedure. No patient consequence mentioned.¿ storage conditions were reported on scp-chp appendix 2. The cements were stored at 20°c for at least 1 day prior to the surgery. The relative humidity was not recorded. The product was not refrigerated before use. The components were not unpacked from the protective foil prior to surgery. The operating theatre temperature was 18°c and it is not stated how long the cement is kept in the theatre prior to surgery. Retained powder and liquid samples of the complaint batch in question were obtained, conditioned to 23°c, and mixed in the laboratory in a beaker under ventilated, temperature and humidity-controlled conditions. The tested cement: - extruded without issue at 1m 30s. - a setting time of 9 mins 49 seconds. The appearance and handling characteristics of the cement were as expected with all results obtained being within specification criteria. All results are within the specification limits for this product. The reported failure was not repeated in the testing of the retained samples of this batch. Root cause cannot be determined from the results of this testing. Dva-107020-fde rev 10 was reviewed. This failure mode is recognised for the cement; the risk is considered as low as possible and cannot be further mitigated. The mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. This can cause wide fluctuations in working and setting time. The optimum temperature for bone cement is 23 degrees celsius as per the IFU. Conclusion and further actions: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: lot number: 9241145. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 30 june 2021.

Manufacturer narrative:
Product complaint #: (B)(4). Dmf# - 13704. Trade name ¿ gentamicin sulphate. Active ingredient(s) ¿ gentamicin sulphate. Dosage form ¿ powder. Strength ¿ 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon informed us that the cement didn't become solid. It remained fluid. The surgeon used another same like product to complete the procedure. No patient consequence mentioned.